Event description:
It was reported that after an external shock was delivered, the ICD device could no longer deliver tachy therapy. Analysis of the ICD noted that damage to the ICD output circuitry is consistent with the lead arcing to the ICD can, causing a low impedance path. The lead is believed to be damaged. The lead remains implanted.

Manufacturer narrative:
Na